Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times in a chicken breast with each trigger, for a total of (B)(4) tests. The device was able to prime and fire properly. All (B)(4) samples were obtained with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for self-activation, as the returned device worked properly under laboratory conditions and the reported problem could not be recreated. Per the complaint comments, the physician dry fired the device prior to use. The IFU states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, it is possible that procedural factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current maxcore disposable core biopsy instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device self activated after removing the fifth tissue sample from the sample notch. The procedure was completed with the same device. No patient injury was reported.